Event description:
It was reported that patient received an alert for possible output circuit damage. Device would no longer deliver therapy. Possible lead anomaly suspected. System explanted.

Manufacturer narrative:
The anomaly observed in the field was confirmed. Analysis found anomalous components within the hybrid. The device was tested on the bench and in the automated system; no anomalies were found. It is suspected that a lead anomaly was the cause.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.